Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Bd received a video for investigation. Evaluation of the provided video demonstrated damaged tubing resulting in leakage. A review of the device history record (DHR) indicated that a quality notification had previously been initiated for this issue. However, the lot met all in-process and final inspection requirements and was released in accordance with applicable specifications. Based on the available evidence, the complaint is confirmed for the reported failure mode of damaged tubing that resulted in blood leakage. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring current trends and identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, sample leakage occurred between the luer adapter and tubing junction. This occurred with 6 devices resulting in recollection. No adverse impact was reported regarding the patient or user.